Event description:
It was reported that allegedly the location of the stylet was out of alignment. Reportedly, this was found upon setting the needle in the driver. No patient injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The complaint sample was returned for evaluation. The device was visually inspected and no apparent defects were noted. The stylet moved freely within the cannula. The needle was placed in a driver and it was noticed that there was a gap at the sample notch. It was also noted that it was possible to move the stylet back and forth within the hub. The complaint is confirmed and the root cause is unknown.